Event description:
It was reported that an aborted vf episode showed noise on both channels. The noise was reproducible when the patient rotated his arms. The ICD was explanted and replaced. A connector mismatch issue was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field experience was not confirmed in the laboratory. Normal communication was established between the device and the programmer. No noise was observed during testing. Review of the stored egms found noise signals on the atrial and rv channels. The patterns were consistent with a lead-device connection issue. This could not be confirmed in the laboratory as the setscrews functioned normally during analysis. .